Manufacturer narrative:
The customer reported a falsely depressed creatinine_2 (crea_2) result, for one patient, was obtained on the atellica ch 930 analyzer with serial number (B)(6), and that the result was reported and questioned by the physician(s). Siemens assisted the customer and was informed that quality control (qc) testing was performed, and that test results were affected. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noted that autocheck had run and passed. Additional checks were performed, and a drip was observed in the reaction reagent probe # 1. The cse replaced a malfunctioning valve as the solution and verified the performance of the analyzer. The operator resumed routine operation with the analyzer. Siemens is investigating the event.

Event description:
The customer reported a falsely depressed creatinine_2 (crea_2) result, for one patient, was obtained on the atellica ch 930 analyzer with serial number (B)(6), and that the result was reported and questioned by the physician(s). The customer requested service and noted that an alternate atellica ch 930 analyzer was used to perform repeat testing and confirm the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.